Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) were reported to have recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse repeated qc, which recovered out range and generated "no reaction" error flags. The cse reconstituted fresh reagents and then reran qc, which recovered in range. The cse assessed that the reagent had been reconstituted next to the thrombin reagent, and was therefore contaminated. Since fresh reagent was loaded on to the system, qc has passed specifications and there have been no issues with other patient results. Reagent handling issues cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low activated partial thromboplastin time (aptt) results were obtained on four patient samples from four different patients on a bcs xp system using dade actin fsl activated ptt reagent. The discordant results were reported to the physician(s) and were questioned. The samples were repeated for aptt on an alternate bcs xp system, recovering higher. The higher results were reported, as the correct results, to the physician(s). One of the four patients had a new sample drawn which was run for aptt on the alternate bcs xp, matching the higher repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant aptt results.